Event description:
A report received from the customer stated: the pt underwent a laryngoscopy and biopsies for cancer under general anesthesia. A tracheostomy was performed at the time to provide an airway in case of post operative swelling in the upper airway. A size 8 lpc tube was tested and inserted. It remained inflated for some hours, but approx six hours post operative, the cuff was noted to have deflated. As the pt was stable and only hours post operative the tube was left in situ. A further ten hours later, the pt had bleeding from around the tracheostomy site. The tube could not be inflated. Changing the tube early post operative is at best difficult. The pt subsequently went to itu and died.

Manufacturer narrative:
The attending staff and/or physician(s) reported: they were aware the tube could not be inflated and elected not to remove the device. There is no sample returning and an eval of retained samples cannot be performed as the lot number is unk.